Manufacturer narrative:
The insulin pump unit alarmed motor error during rewind due to corroded motor home switch. The insulin pump responded properly to button presses when performing rewind. No damage noted on keypad traces. Analysis was unable to perform the displacement test, basic occlusion test, occlusion test, prime/ compromised force sensor test and the excessive no delivery test or access the bolus feature due to motor error alarm. The insulin pump had a scratched display window. (B)(4).

Event description:
The customer reported via phone call that the pump had a keypad anomaly and experiencing high blood glucose. The blood glucose at the time of the incident was 169 mg/dl. The customer states he has been experiencing high blood glucose for months. The customer state when they press the act button it takes him to the wrong menu option and the scroll bar is moving on its own. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.